Event description:
The hcp reported a catheter kink was discovered and the pt was accidentally bolused and overdosed. The patient required intubation and ventilation. A follow up report will be sent when additional information is received.